Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the tandem charging cable and attempting multiple solutions such as different wall adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and provided instructions for returning the malfunctioning pump. The caller acknowledged the steps for receiving and storing the replacement pump and preparing the faulty pump for return.